Event description:
It was reported that the patient was in ventricular fibrillation (vf) and received external defibrillation after the implantable cardioverter defibrillator (ICD) device therapies were exhausted. Interrogation of the device showed a power on reset (por) occurred. Loss of wireless telemetry was also noted. The clinician mentioned that during the defibrillation, the pads were placed directly over the ICD device. Reprogramming was performed to clear the reset. Subsequently, the device experienced another por and, again, reprogramming was performed to clear the reset. Later, the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned on (B)(6) 2015. This information is normally submitted via a bimonthly supplemental regulatory report submission that would have been submitted on (B)(6) 2015. Information was subsequently received on (B)(6) 2015 that revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.

Event description:
Additional information was received which indicated that the patient is deceased. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. The analyst noted that the por occurred on (B)(6) 2015. (B)(4).